Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. Access was obtained through the right common femoral artery. The target lesion was located in the heavily calcified left circumflex (lcx). A 2.0x9mm maverick2 balloon catheter was advanced and inflated to 10atms for 35sec. Next, a 3.0x18mm promus stent delivery system (sds) was advanced but was removed for additional predilatation. A 3.0x12mm maverick2 balloon catheter was then advanced and inflated to 9atms/19sec and 10atms/21sec. The promus device was reinserted but was removed and not deployed. A 12x2.75mm taxus liberte stent delivery system (sds) was advanced but could not cross the lesion. The 3.0x12mm maverick balloon was readvanced and inflated to 8atms/14sec, 12atms/19sec and 12atms/15sec. The taxus liberte was reinserted an additional four times but did not cross, when the device was pulled back it was removed intact but it was noted that the stent struts were flared. After exchanging guidewires and further predilation, a 2.75x12mm taxus liberte sds crossed the lesion and the stent was deployed at 14atms/32sec. No patient complications were reported and the patient's status is ok.